Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 not detected on bus and required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer reconnected all the connections and logged into hardware test application and tested. The system functioned as intended after the field service engineer troubleshooted the device.